Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci bladder and gall bladder procedure on (B)(6) 2013 & (B)(6)2013. Exact date of procedures has not been provided at this time. The legal document received alleges that the patient suffered bladder. Patient was sent home with a catheter for 7 days for it to heal, had to have gall bladder out because it was full of sludge.